Event description:
The customer reported the recalled/saved image differs from the image displayed on the thumbnail. The recalled image, however, maintains the correct anatomical pt and procedure and there is no mismatch of images between different patients. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and instructed the customer on how to save images correctly. The system operates as intended.